Event description:
It was reported that during a da vinci si pyeloplasty procedure, the suture cut needle driver cable broke and a fragment fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at wrist. No other damage was found.